Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the ventricular pacing thresholds had been rising over time. The patient was referred to an electrophysiologist for a lead revision but this was cancelled as it was noted the thresholds were coming down. The physicians cancelled the revision and elected to monitor the lead. The patient was stable and doing well.